Event description:
Procedure type: stress ui/ pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4) supplemental MDR# 02 sent to FDA on 10/30/2014. (B)(4).

Event description:
What was the indication for implantation of transvaginal mesh in this patient? Cystocele, rectocele, urinary stress incontinence. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? On (B)(6) 2006: underwent anterior and posterior repair with avaulta device. Transvaginal and transobturator suburethral sling with uretex post operative complications of avaulta anterior and posterior mesh and uretex to: (B)(6) 2006: she has urinary frequency, no incontinence. Her posterior repair appears to have a considerable amount of scarring. On (B)(6) 2007: she continues with a rectocele representing breakdown of her avaulta posterior repair and at this time the only alternative is to place a new hammock in place. She will have miralax preparation prior to this. Mesh revision surgery with additional implant placement (avaulta posterior biosynthetic support system): (B)(6) 2007 - posterior vaginal prolapse or rectocele underwent avaulta posterior repair following mesh revision did the patient present with serious complications, which required additional surgeries? Yes. Following mesh revision, patient developed complications like vaginal bleeding, scant serous discharge on (B)(6) 2007 and a small area of tape erosion was noted on examination dated (B)(6) 2007 with some induration in the posterior wall of the rectum. Underwent in-office trimming - vaginoscopy demonstrated a small area of mesh erosion and was excised on (B)(6) 2008. On (B)(6) 2009 patient had complications like urinary tract infections, rectocele but even with separation of the labia there is evident erosion. There are three major erosions in the wall with the biggest being the upper portion, which is the size of a footage stamp and has non-granulated, epithelize, cystocele. Scheduled for cystoscopy interventional surgery: (B)(6) 2009 cystoscopy - urgency, mesh erosion of the posterior vaginal wall, minimal mesh erosion of the anterior wall. Which revealed cystocele and no mesh erosion. Following the interventional surgery patient had complications like recurrence of rectocele, cystocele and multiple posterior wall graft erosions. Continued in other remarks.

Manufacturer narrative:
(B)(4).